Event description:
It was reported that the drill unit broke off in the glenoid and was retrieved using a graspser. The peek shaft and springs remained stuck in the guide and were retrieved. The unit was switched out to for a 2.3 drill and the pilot hole was created successfully. The anchor was malleted in but pulled out when the pulling back on the sutures to set the anchor. A second pilot hole was drilled with the same result. Further, at the end of the procedure the surgeon used an imaging system and he did not see remnants of the drill in the patient.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The broken drill fragment was inspected under magnification. The breakage occurred 2.576" distal to the change in diameter (neck down to bushing portion of shaft). As the nominal length of the drill tip to this location is 3.390, this suggests that the broken fragment (not recovered) was 0.814in long, or 20.68mm. The drill is designed to penetrate the bone approximately 20mm, thus it is assumed that the drill broke when fully submerged into the bone. This is consistent with the reported event where the drill broke when the user started to remove it from the pilot hole. It was noted that the surgeon and assistant changed hands during the drilling process, thus it is suspected that the root cause of the failure is misalignment between the drill guide and the drill which resulted in bending force on the drill. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the drill unit broke off in the glenoid and was retrieved using a graspser. The peek shaft and springs remained stuck in the guide and were retrieved. The unit was switched out to for a 2.3 drill and the pilot hole was created successfully. The anchor was malleted in but pulled out when the pulling back on the sutures to set the anchor. A second pilot hole was drilled with the same result. Further, at the end of the procedure, the surgeon used an imaging system and he did not see remnants of the drill in the patient.